Event description:
It was reported that the patient was having battery connection issues with their white power cable, and the customer was considering a system controller exchange. Log files were submitted for review and captured strings of low power advisory alarms while on battery power due to depleted batteries in use, which were also potentially related to a possible cable fatigue in one of the system controller power cables. The event log file also captured a string of power cable disconnect, low power hazard, and no external power alarms on (B)(6) 2025 while on mobile power unit (mpu) power. The alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of battery connection issues and low voltage advisory alarms while connected to 14v li-ion batteries was confirmed via the submitted log files. On (B)(6) 2025 at 07:45:47, atypical low voltage advisory alarms were captured while on battery power that were not associated with routine battery depletion. The alarms were due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm threshold. The alarms resolved when the rsoc voltage returned to the expected voltage range. The atypical low voltage advisory alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. Multiple attempts were made to obtain additional information regarding the cause of the alarms, any troubleshooting steps, if the alarms resolved, if any product was exchanged and will be returning; however, no additional information was provided and to date, no product has been received for further evaluation. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 - medical device problem code: corrected. The information regarding the low power advisories and battery connection issues on the white power cable was determined to be non-reportable. No further information was provided. The manufacturer is closing the file on this event.